Event description:
The baxter field service engineer reported a customer who experienced a depleted battery alarm. There have been no incident reports filed since the last baxter service event. No additional information.

Manufacturer narrative:
The device was serviced on-stie by a field service engineer. The batteries were found to be depleted and were replaced. Similar incidents have been received for this product family. The number of incidents reported are above the expected level of occurrence for this product. This issue is being investigated under CAPA #mdq-CAPA-132.